Manufacturer narrative:
Per an internal investigation, the root cause is attributed to the expandable grippers (or clips) in the cassette which become stuck in the open position allowing the tubes to fall out.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxh cassette type a of the unicel dxh 800 coulter cellular analysis system was allowing tubes to fall out during processing and when the cassette is inverted by the user. There was no blood spillage or exposure to open wounds or mucous membranes. No injury was reported.